Manufacturer narrative:
Health effect clinical codes: the following health codes are applicable to this complaint, however not yet recognized in the system: (B)(4). According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached over 1000 mg/dl after wearing the pod between 4 and 24 hours. Patient's wife reportedly came home to patient experiencing shortness of breath and going in and out of consciousness. Despite previously self-administering boluses and a manual injection, patient's bg levels continued to rise. Patient was unable to stand to be taken to the hospital, so wife called ambulance. Additional symptoms reported include hyperglycemia, 1% kidney failure, low sodium levels, high white blood cell count (2.5x higher than normal), and lethargy. The patient was admitted to the intensive care unit (ICU), pod was removed and he was treated with both insulin and saline drips; x-rays and extensive lab work was also performed. Patient was released from the hospital after 2 days, once bg level had reduced to 260 mg/dl. Patient was also prescribed cefuroxime axetil (500mg tablet) for an infection diagnosis; this medication was to be taken twice daily for one week. The patient's blood glucose and insulin history are/is as follows: date/time bg(mg/dl) bolus(u): (B)(6) 2021, 5:00pm 352 yes 7:00-7:30pm 408 yes + 2 units manually injected. (B)(6) 2021, 12:30-1:00pm "around 750" (insulin drip administered at hospital), 3:00pm 801 (still on insulin drip), 3:30-4:00pm 850 (still on insulin drip). (B)(6) 2021 260 (patient released from hospital).